Manufacturer narrative:
Conclusion code fdc was updated.

Event description:
Additional information was received from the healthcare provider (hcp) regarding the delivery of hydromorphone (8.0mg/ml, 4.8026mg/day) and clonidine (1500.0mcg/ml, 900.5mcg/day) in a pain pump. The cause of the motor stall was not determined.

Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft-bearing.

Event description:
The patient presented in withdrawal. A motor stall was confirmed via interrogation of the pump, and a pump failure was noted. The stall occurred on (B)(6) 2015. The patient was put on oral medications, and the pump was replaced. The pump contained hydromorphone and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).